Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece with the helix fully extended and clogged blood or tissue. The helix extension was within specification. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and applying the torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood or tissue in the helix region and the inner coil over torqued in the connector region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead's helix exhibited a rotation issue and the lead was dislodged prior to pocket closure. The rv lead was removed and replaced. The patient was in stable condition throughout.